Event description:
A customer experienced a skin reaction at the insertion site while wearing an abbott diabetes care (adc) device. As a result, the customer experienced symptoms of skin infection and pain. The customer had contact with a healthcare professional (doctor) who cleaned the area, put a bandage on, and provided doxycycline (antibiotic)as treatment for this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch, and no issues were observed. Observed the adhesive was returned. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre product. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. Dose audit reports were reviewed were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. The device history record (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.